Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Evaluation found that the returned catheter could not be deflated due to the inflation lumen beneath the balloon collapsing. The potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]" Correction: d4

Event description:
It was reported that it was difficult to deflate. The patient had mild bleeding as the catheter was pulled out to remove, and a little water was left inside the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate. The patient had mild bleeding as the catheter was pulled out to remove, and a little water was left inside the balloon.